Event description:
The customer reported that a ventilator only operates on battery and not on alternate current (ac). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that they may need to replace the power supply and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported to have repaired the power supply. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.